Manufacturer narrative:
The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported u by kotex click tampon fell apart leaving pieces behind and causing an infection. Consumer did seek medical treatment.